Manufacturer narrative:
Correction: (in addition to the initial information).

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. Reportedly, the customer followed the on-screen instructions; however, as the customer forgot to load insulin into the cartridge, the customer reloaded the cartridge and went through the load process again. Then, the customer followed all the instructions; however, received the same cartridge alarm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.